Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection has confirmed the customer reported issue of "up-angle operation does not work, no response even when up-angle operation is performed". Device inspection and evaluation , service repair noted , during testing, it is not possible to bend in the up direction at all due to the cut of the angle wire. In addition, the flexible tube of the insertion found crushed noted to be due to external factors. Furthermore, inspection found peeling of the coating of the insertion tube (1mm or 2). Additionally, the following findings during device evaluation were noted : scratches on the insertion tube due to external factors are observed. The watertightness of the operating part (base of the suction port) found not maintained due to external factors. Scratches are found on the operation part due to external factors. The ventilation cap under the grip is loose due to an external factor. Scratches are found on the vent metal under the grip due to external factors. Scratches are found on the eyepiece due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the fixed ring due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the "up-angle operation does not work, no response even when up-angle operation is performed". The issue found during an unknown event.there was no patient harm, no impact , no user injury reported due to the event.device evaluation found peeling of the coating of the insertion tube (1mm or 2).this report is being submitted for peeling of the coating of the insertion tube found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was due to stress of repeated use, external factors, or handling. However, the root cause could not be determined. This supplemental report includes a correction to device available for evaluation and report source. Also, information added to device manufacture date. Olympus will continue to monitor field performance for this device.